Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that the laser treatment was confirmed before the procedure but a new laser operator accidently backed out of the treatment for the right eye after confirmation and selected the left eye instead of the right eye. A system message displayed but the message was cleared instead of going back and selecting the right eye. This was not noticed until the end of treatment when the left eye treatment was not available. The surgeon calculated the difference between the desired and delivered treatments and retreated the right eye immediately and then treated the left eye. The patient is monovision with the right eye being the distance eye and the left eye being the near eye. No additional information available.